Manufacturer narrative:
Concomitant medical products: 0174 boston scientific lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient was undergoing left shoulder surgery when they received inappropriate therapy from the implantable cardioverter defibrillator (ICD) device. It was believed that a magnet was placed during surgery, but a lead integrity alert (lia)triggered for high rate non-sustained episodes and high sensing integrity counter (sic). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.